Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6947 lead, implanted (B)(6) 2012; 4296 lead, implanted (B)(6) 2012. (B)(4).

Event description:
It was reported that the device reached elective replacement indicator due to possible premature battery depletion. The physician was unhappy with the longevity of the device. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.